Manufacturer narrative:
Corrected data: b1: adverse event added for correction. Claim# (B)(4).

Manufacturer narrative:
A1 - unk, a2 - unk, a3 - unk ,a4 - unk, a5 - unk, a6 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, h4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm spherial implantable collamer lens was implanted into the patient's eye on (B)(6) 2023. Elevated iop has been observed. Additional information has been requested but none has been forthcoming.